Event description:
On the third firing across the cystic duct, the instrument did not place properly formed staples on the pt side and no staples on the specimen side. In addition, the knife blade remained deployed and did not retract. Therefore, the surgeon decided to convert the procedure to an open surgery, because the transection was made near the common bile duct. The repair to the common bile duct was made by using a tube that will later be removed from the pt. Procedure" lap chole.